Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly. The lead impedance measurements were alternately displayed at <300 ohms and >3000 ohms.